Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, approximately 11 years post the initial right tka, the patient presented with pain. The surgeon aspirated the knee and found infection. A revision was planned. The surgeon removed the knee joint and the poly liner. An I & d of the joint space was done and the joint was washed thoroughly, then a slightly smaller liner was placed. The joint was then closed, and the patient left the or in stable condition.

Manufacturer narrative:
The evaluation noted that based upon on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.